Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device misfired and got stuck on tissue. Device was removed without trauma to the tissue. Another instrument was used to complete the procedure with no patient consequences.